Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus service operation repair center (sorc). Sorc could not duplicated the reported phenomenon, but found failure of the lock function of the video connector socket. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the following causes; an endoscope or camera head used with the subject device had a failure, as the reported phenomenon could not be duplicated. The failure of the lock function resulting in unstable electronic contacts and failure of the image transfer between an endoscope or camera head and the subject device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.